Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that during aspiration for testing blood return, air was found inside the tube, and then a bubble was found in y-site. It was stated this was noted in four devices. This report addresses the fourth device.

Manufacturer narrative:
Based on a review of this information, the following was concluded: the complaint of an air leak is unconfirmed since the problem could not be reproduced. Four 20 ga x 0.75 safestep infusion sets were returned for investigation. Three of the four samples had the safety mechanism activated. The samples were flushed with water using a 12 ml syringe and were found to be patent to infusion. The safety mechanisms were deactivated and a port septum was used to occlude the needles to pressurize the samples. No leaks were observed during pressurization. Since no leaks were observed during pressurization of the samples, the complaint is unconfirmed. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. The initial complaint appeared to be a reportable occurrence. Once the sample was returned and evaluated it was determined that a reportable event had not occurred.

Event description:
It was reported that during aspiration for testing blood return, air was found inside the tube, and then a bubble was found in y-site. It was stated this was noted in four devices. This report addresses the fourth device.